Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient underwent a revision procedure approximately three years post-implantation.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard dcm cr tibial bearing cat 183440 lot 884450, sig c/t tka gde/mdl set 03-05 cat#: 42-422751, lot#: 076069, series a pat w/wr std 28 1 peg cat#: 184702, lot#: 808670, vanguard cr ilok fem-rt 65 cat#: 183008, lot#: 004130. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is scheduled for revision after right total knee arthroplasty due to pain, instability, clicking noise and shifting of the implants. Patient has experienced multiple falls.

Manufacturer narrative:
Upon receipt of additional information, this report is deemed not reportable, as it was identified that this product did not cause or contribute to the reported event. The initial report should be voided. The event is being reported under 0001825034-2018-01521.